Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer advised their sugar glucose compared to their blood glucose was very different. Customer's blood glucose was 163 mg/dl. Customer advised they only had issues with one sensor in regards to their blood glucose vs sugar glucose. Customer advised they received 2 calibrating errors followed by a change sensor alert. Troubleshooting for the bad sensor alert was performed. The bad sensor alert occurred after the initialization and bad sensor alert occurred after a 2nd consecutive calibration error. Customer was advised to calibrate at optimal times in addition to waiting approximately 10-60 minutes after their first calibrating error.